Event description:
Dealer alleges consumer was riding the scooter and saw smoke.

Manufacturer narrative:
Upon return of the device for evaluation, it was determined that the description that was provided of the inicident was inadequate. Filing after the 30 day mark due to the initial inspection of the device. A follow-up report will be submitted upon completion of device evaluation.

Event description:
Dealer alleges consumer was riding the scooter and saw smoke.

Manufacturer narrative:
The device was returned and evaluated. The mating end of the contacts were out of location.